Event description:
It was reported that revision surgery was performed. Tissue damage, necrosis and exposure to metal debris reported. It is believed that the acetabular shell and femoral stem remained implanted.